Event description:
The customer indicated surgical removal was required. The perfusionist stated to the rep, when the device was removed it was discovered that a fragment of the balloon was missing from the device. Appropriate actions were taken and a decision made that the device fragment had to be retrieved. The physician was successful in retrieving the fragment. Surgical removal of the iab was required.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal compliant number trackwise # (B)(4).